Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported two tampons fell apart. After use she noticed pieces of tampon coming out of her while wiping with toilet paper. She was able to remove the remaining tampon pieces and did not seek medical assistance.